Manufacturer narrative:
(B)(4). Blank display noted when battery was inserted. Unable to perform functional test and perform a full history and trace download due to blank display. Unable to confirm root cause due to pump reservation. Cracked display window, cracked case near display window corner, and scratched display window noted. Insulin pump received with blank display due to broken solder joint and lifted traces on b1 on I/b.

Event description:
Information received by medtronic indicated that the insulin pump had shut down suddenly with the inability to reoperate. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.